Manufacturer narrative:
A used inserter/retractor insulin canister was returned for product investigation. A review of the device history records relevant to the reported lot number revealed no deviations or non-conformities during manufacturing. Visual inspection of the soft cannula found the cannula bent, but not detached from the infusion set like reported. The reported product issue could not be confirmed as the cannula was still intact. No evidence was found to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care user reported that during removal of the infusion site, the cannula detached from the infusion set. The home care user was unsure if the cannula fell onto the floor or remained under their skin. No further adverse effects to user reported.